Event description:
The complaint is reported as: the customer alleges that the unit will no longer produce enough air pressure to nebulize the medication. The unit was changed out. No report of a patient injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.